Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal circumflex artery. After a guidewire crossed the lesion and 5.5f non-boston scientific guide extension catheter was placed, the distal lesion was dilated with a 2.5x12 compliant balloon. A 4.00 x 16mm synergy ii drug-eluting stent was advanced in the left main but failed to cross the lesion. Upon withdrawal, the stent dislodged from the stent delivery balloon. An attempt was made to recross the undeployed stent with the delivery balloon. Subsequently, the system delivery balloon was removed and a 2.0x12 compliant balloon was advanced which partially deployed the stent. A 4.0x12mm complaint balloon was advanced and fully expanded the stent in the left main. After wire and guide removal, the procedure was completed. No patient complications were reported and the patient condition was good.